Event description:
It was reported to gore that a patient with a large bowel perforation underwent an incisional hernioplasty where gore dualmesh biomaterial was used. One week post-op, the patient developed a wound infection. A culture confirmed the presence of (B)(6). The infection was managed by drainage tube and continuous irrigation. Five months later, the infection had not resolved and the physician removed the device.